Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 4 not detected on bus. The customer stated that was impacting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer and pockets were not detected on the bus. The field service engineer (fse) inspected connections and verified no visible abnormalities. Reseated drawer cables rebooted the station and performed hardware test application testing; drawer functionality restored successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.